Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens stuck in the returned cartridge. There was no visible damage to the cartridge. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three piece lens and the lens tore and became stuck in the cartridge. There was no patient contact.